Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following the advisory notification, the dependent patient presented on (B)(6) 2019 for procedure. The implantable cardioverter defibrillator was explanted prophylactically, although there was no allegation of malfunction. The patient was stable post procedure.